Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Thread is damaged and window trial wouldn't go on to introducer. Another identical device was immediately available for use and case completed without any delay or medical intervention.